Event description:
It was reported that the suction button on the disposable suction irrigator getting stuck when pressed. Kept giving issues during a lap chole. The red suction button kept getting stuck. There was loss of insufflation during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.